Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the cause of the reported event was found to be due to an anomaly with the v ring connector block. The anomaly resembled a deformation of the threading and was preventing the setscrew fully entering the v is-1 lead bore, allowing an intermittent connection with the lead. Other text : na.

Event description:
During a follow-up, an increase in impedance and high rv thresholds were observed. Fluoroscopy revealed the lead in the original position and no damages on the lead body. On (B)(6) 10, the lead was checked via psa and all measurements were good and stable. Hence, the physician decided to explant the ICD.